Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 521 mg/dl. Customer stated that the insulin pump had motor error alarm. Drive support cap was normal. Customer was unable to clear alarm. Customer as able to complete rewind. Customer did displacement test and it was passed. Customer stated that the insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.